Manufacturer narrative:
If implanted, give date: unknown/not provided. If explanted, give date: not applicable, as lens remains implanted. Telephone number: (B)(6). The device is not returned as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that 3 intraocular lenses (iols) had stuck in its cartridges and the haptics got deformed when moved forward. A video showing the event shows that the plunger is not pushing the proper position of the iols. The haptics and the lols are twisted when each iol was implanted. The customer thinks that there was no problem with the product settings, and it was because the installation position in the lens case at the time of manufacture was incorrect, or the iol orientation in the cartridge was incorrect when plunger was pushed. There was no patient injury. Lens remains implanted. No adverse event was reported. No other information was provided. This report captures 3 of 3 reports submitted. Separate reports are submitted for each of the other 2 suspect iols.

Manufacturer narrative:
Additional information and corrected data: new information received that event date was (B)(6) 2022. Also, for this event the suspect lens was partially implanted in the eye but was not fully implanted because the lens did not separate from the cartridge. Although the patient was not injured, doctor said the case was a very high-risk issue. Also, the incision was slightly accidentally torn because the lens should be pulled out of the eye along with the cartridge without being pulled out of the cartridge at the time of implantation, but there was no problem with postoperative vision. (No suture, no wound dehiscence were reported). Fields below updated: section b2: event date: (B)(6) 2022. Section h6: health effect: clinical code: 4581 : incision enlargement. Section h6: medical device problem code: 2339: delivery issue. Section h6: medical device problem code: 2524: device advancement issue. Device evaluation: no complaint product received. But the customer provided video received for evaluation. But it cannot be determined which serial number the observed lens in the movie belongs to among the three serial numbers reported in the complaint folder as no indicators are available. Video evaluation stated that the lens can be observed being fully implanted in the patient¿s eye; however, the optic body was observed to have deployed folded and creased, and the right haptic in the video appears to be twisted. Only the tip and part of the cartridge body of the alleged simplicity device can be observed in the recording as well. Furthermore, based on the image quality of the video, the orientation of the iol inside the cartridge cannot be confirmed. The root cause and clinical impact of the observed phenomenon cannot be confirmed from a video assessment. Furthermore, it cannot be determined which serial number the observed lens belongs to among the three serial numbers reported in the complaint folder as no indicators are available. Pushrod appears to be pushing on the haptic and the haptic appears to be twisted and bent back. The pushrod should be engaged with the edge of the lens but is not. Potential causes but not confirmed; if transfer of lens is too slow or the user pulls back the pushrod during transfer it could cause disengagement of the lens from the pushrod or undesirable lens loading. Additionally, attempts to bypass the detent of the handpiece, a built-in feature which ensures quick advancement of the lens to promote proper lens folding is another potential cause. Furthermore, there are manufacturing controls in place that include a 100% visual inspection to ensure proper lens loading position and orientation in the lens module prior to release. The complaint issue "dc-haptic damaged" was identified during product evaluation (dc-stuck in cartridge and dc-plunger rod issue were not observed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that although codes remain the same the device evaluation findings provided in the 1st supplemental report was updated. This report is being submitted as the updated version of the device evaluation findings. Device evaluation: no complaint product received. Customer provided movie received for evaluation which was evaluated by subject matter expert. This video show a leading haptic not folded well and is deployed in a vertical direction. Again the lens transfer must be occurring too slow to keep the leading haptic tucked in the fold of the lens or the lens was stopped too far back in the cartridge allowing the leading haptic to unfold prior to delivery in the eye. The surgeon removed the tip of the cartridge when they noticed the leading haptic moving toward the cornea. This indicates the push rod may have lost contact with the edge of the lens during the transfer into the cartridge. Potential causes but not confirmed; if transfer of lens is too slow or the user pulls back the pushrod during transfer it could cause disengagement of the lens from the pushrod or undesirable lens loading. Additionally, attempts to bypass the detent of the handpiece, a built-in feature which ensures quick advancement of the lens to promote proper lens folding is another potential cause. Furthermore, there are manufacturing controls in place that include a 100% visual inspection to ensure proper lens loading position and orientation in the lens module prior to release. The complaint issue "dc-delivery issue and dc-plunger rod issue" was identified during product evaluation (dc-lens damaged and dc-device advancement issues were not observed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.